Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the curved bipolar dissector instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint. Failure analysis found the primary failure of severely bent grip tips to be related to the customer reported complaint. The instrument was found to have a severely bent grip, causing side to side misalignment of the grips. There was a 0.118 offset at the tips. Additionally, the instrument was found to have thermal damage on the bipolar yaw pulley at the distal end. Electrical continuity was tested and passed.

Event description:
It was reported that during a da vinci-assisted esophagectomy surgical procedure, the curved bipolar dissector instrument tips were found to be misaligned. A backup instrument was used and the procedure was completed with no reported injury.